Event description:
(B)(4). First I got a (B)(6) out break, then in 2008 I was diagnosed with fibromyalgia then in 2009 I was diagnosed with lupus. I've had hip pain, joint pain, unexplained fevers, anemia, severe abdominal pain, painful cramps which I've never had before. Extreme weight gain, painful sex, and crazy discharge.